Manufacturer narrative:
H.6. Investigation: bd was provided a photo for catalog 300600 to investigate for this record. Visual examination of the photo shows a drop of liquid in the beginning of the cannula. As a result, bd was able to verify the reported issue. A possible cause of this leakage could be because of a crack/split in the cannula which originated in the cannula manufacturing site. Bd's cannula suppler has identified several possible root causes related to holes and/or splits during the welding operation. A failure in the power supply may have occurred. An incorrect weld due to misalignment of the steel edges during tube formulation or in the weld station. Lastly, the presence of dirt on the steel strip surface may have been grease and/or oil.

Event description:
It was reported that the bd microlance¿ hypodermic needle had a small hole in it, and radioactive substance leaked from it during use and "contaminated" the patient, equipment, and room. The following information was provided by the initial reporter, translated from german to english: "the cannula has a small hole in the steel. During the application of a patient, the radioactive substance leaked out and contaminated the patient, equipment and room."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microlance¿ hypodermic needle had a small hole in it, and radioactive substance leaked from it during use and "contaminated" the patient, equipment, and room. The following information was provided by the initial reporter, translated from (B)(6) to english: "the cannula has a small hole in the steel. During the application of a patient, the radioactive substance leaked out and contaminated the patient, equipment and room."